Manufacturer narrative:
Additional information received the that the patient was reported to have a blood clot prior to servicing at cvs. However, the patient did not allege blood clot was caused by a smiths medical device. Reported that infusion is life-sustaining.

Event description:
Information was received indicating that a smiths cadd infusion pump displayed a high-pressure alarm. The patient went to the ER in order to have the issue with the pump resolved. There was no reported injury to the patient.